Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels between 200-400 (mg/dl) for the past two weeks and small ketones. Injections and an alternate pump were used to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.